Event description:
On (B)(6) 2010, a complaint was reported to baxa stating bags are difficult to open causing "a great deal of repetitive strain on staff." The strain is specific to thumbs and wrists. Follow-up with the senior pharmacy technician revealed that 6 pharmacy technicians regularly open the bags that are experiencing strain. There is 1 male technician and 5 female technicians ranging in ages (B)(4). Weights were not disclosed. None of the operators have any preexisting medical conditions. At this time, none of the technicians have filed an incident report nor has anyone scheduled a visit with a health care provider for this issue. To mitigate strain, staff has been rotated and scissors are now being used to open the outer packaging.

Manufacturer narrative:
A nonconformance investigation has been previously conducted to determine root cause for this issue. Investigation showed that some bags did not have the tear-seal extended to the edge of the bag. To improve packaging design for this issue, the lead-in score has been made more pronounced so that bags open with more ease. Customers reporting this complaint have been sent a letter regarding the availability of product with this new and improved design.